Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented back to the hospital with symptoms of weakness and fatigue. A transesophageal echocardiogram is performed where they found a displacement of the right ventricular electrode to the left ventricle through a permeable foramen ovale. During an attempt to reposition the lead, the helix could not be retracted and the lead was attached to the lateral wall of the left ventricle. The physician considered keeping the lead in this position, but when the lead measurements were taken the pacing impedance was high, out-of-range at 3,000 ohms. The lead was removed and a new lead implanted on the right ventricle septum. It was noted the helix on the explanted lead was stretched. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the lead tip. The helix itself was intact and not stretched. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was attempted to be repositioned.